Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to verify "unit in for damaged pigtail connection on vent". Service technician then replaced power flex circuit to correct the burned pin# 2 of lemo connector jp4 of power flex circuit. Ventilator passed in-house testing and was sent back to the customer.

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a damaged pigtail. Upon service, the technician found the lemo connector jp4 of power flex circuit had a burned #2 pin. The customer reported no patient harm.